Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having stimulation at the ribs due to lead migration. The patient underwent a revision procedure wherein the leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted leads were kept by the medical facility.